Event description:
It was reported that during procedure, after using 59724 joules and 6 minutes and 27 seconds of fiber use there was a permanent shutdown. The procedure was completed using another fiber. There were no patient complications reported. Laboratory analysis of the returned fiber identified that the glass tip was cracked and not pushed in.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The fiber passed functional testing for saline flow and connector function. The hene (helium-neon) functional test found no breaks along the fiber length. However, microscope inspection of the fiber tip identified that the glass cap was crack and not pushed in, also the glass cap was rotating inside the metal cap indicating a glue failure. The reported event of the fiber shutting down was confirmed. The device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The fiber passed functional testing for saline flow and connector function. The hene (helium-neon) functional test found no breaks along the fiber length. However, microscope inspection of the fiber tip identified that the glass cap was detached and not returned, also the fiber was rotating inside the metal cap indicating a glue failure. Device history record review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). A risk review of the moxy hazard analysis was completed and confirmed that the event of glass cap detached was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all information available, the reported event was confirmed as analysis of the returned fiber identified that the glass cap was detached, also the fiber was rotating inside the metal cap. The interaction between the user and device, caused or contributed to the observed fiber tip damage. Therefore, the investigation is assigned an investigation conclusion code of unintended use error caused or contributed to event. Correction to field b5: describe event or problem. Correction to field h6: evaluation result codes. Correction to field h11: additional MFR narrative.

Event description:
It was reported that during procedure, after using (B)(6) joules and 6 minutes and 27 seconds of fiber use there was a permanent shutdown. The procedure was completed using another fiber. There were no patient complications reported. Laboratory analysis of the returned fiber identified that the glass cap was detached.